Manufacturer narrative:
A ge svc rep performed an onsite investigation. The damaged connector assembly was replaced. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system had a broken external video connector. This occurred outside of a procedure. No pt injury was reported.